Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace your sensor now alert occurred. Data was evaluated and the allegation was confirmed as a no restarts. The probable cause was determined to be a restarted sensor session. In addition, an early sensor expiration was found within the investigation window. The probable cause of the early sensor expiration could not be determined. The sensor was inserted into the arm on (B)(6) 2020 which is off-label usage of the device. No injury or medical intervention was reported.